Event description:
The hcp reported that the device was explanted prematurely due to rotor failure. The pt was experiencing "no relief; high drug dose" and underwent a rotor study which "failed". The pt was receiving fentanyl via the pump. The pump was explanted and returned to the MFR for analysis. Another pump was implanted.